Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) ranged from 334 mg/dl to over 600 mg/dl. Manual insulin injections were used to address bg. Reportedly, the alarms were cleared. No additional information was provided.